Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date- asked but unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A dxterity diagnostic catheter was used during a procedure, in the ostium of the left main coronary artery. There was no damage noted to the packaging of the dxterity catheter. The device was removed from the packaging per IFU with no issues noted. The device was inspected and prepped per IFU with no issues noted. During the diagnostic procedure, a dissection was observed when cannulation of the left main was carried out. The device was replaced with a non-medtronic product. No further patient injury is reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.